Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal elective replacement indicator (eri) battery status and was replaced with another ICD. Upon receipt, initial laboratory analysis was unable to determined that this device met expected longevity predictions as described in device labeling.